Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No unexpected off no power or a21 error were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart and insulin pump has stopped working. Customer¿s blood glucose was 212 mg/dl. Customer was able to rewind the insulin pump but another unexpected restart was received even after battery change. Insulin pump will not be returned for analysis.